Manufacturer narrative:
Other, other text: h6. Health impact, and evaluation codes: updated. No product was returned therefore device analysis could not be completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the device is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient suffered massive bleeding due to machine cutting, cardiac respiratory arrest, and was immediately intubated to establish an advanced airway. After intubation, a breathing bladder is added. Pressure oxygen, find that there is a sound of air leakage in the airway when pumping air, inject 10ml of air into the air bag again, throw a leakage sound, pull out the tracheal intubation, and find that the air bag leaks. Re-intubation with the same batch of product increases patient pain. This example does not check whether the airbag is leaking before use, consult the manual, and mention the completeness before operation, but does not mention whether and how to check the air leakage. The airbag airtightness was checked prior to relocation.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Device manufacturing date and device expiration date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.